Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 48-year-old female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. The patient was treated with surgery (essure removed, other essure related surgery/ hysteroscopy on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed, hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: as per pif, more than one essure related surgery was done. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to abdominal or pelvic cavity'), fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of the other organs') and device breakage ('expects further surgery to remove the essure device') in a 41-year-old female patient who had essure (batch no. 721041, 752412) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), back pain ("chronic back pain"), autoimmune disorder ("auto-immune reactions"), hypersensitivity ("allergic reactions"), depression ("depression"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish") and fatigue ("chronic fatigue"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("expects further surgery to remove the essure device"), 6 years 2 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy") and experienced stress ("psychological stress") and headache ("headaches"). The patient was treated with surgery (essure related surgery on (B)(6) 2016, removal on (B)(6) 2017, hysteroscopy on (B)(6) 2019 and expects further surgery to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, depression, anxiety, stress and headache had not resolved, the fallopian tube perforation, uterine perforation, perforation, device breakage, complication of device removal, genital haemorrhage, autoimmune disorder, hypersensitivity, weight fluctuation, alopecia, tooth loss, mood altered and fatigue outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, complication of device removal, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Essure related surgery on (B)(6) 2016 and on (B)(6) 2017, hysteroscopy on (B)(6) 2019. She expects further surgery to remove the essure device. Lot number: 721041, manufacturing date: 2010-03, expiration date: 2013-03. Lot number: 752412, manufacturing date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('device internally sepatate or fracture into pieces') and fallopian tube perforation ('perforation of the fallopian tubes') in a 41-year-old female patient who had essure (batch no. 721041) inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), device dislocation ("migration of the essure device to abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), perforation ("perforation of the other organs"), fatigue ("chronic fatigue"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), back pain ("chronic back pain"), autoimmune disorder ("auto-immune reactions"), depression ("depression"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish") and hypersensitivity ("allergic reactions") and was found to have weight decreased ("weight changes"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), allergy to metals ("allergic reactions occur with the nickel"), salpingitis ("fallopian tube inflammation") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removed, other essure related surgery/ hysteroscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, fallopian tube perforation, device dislocation, uterine perforation, perforation, fatigue, abdominal pain, genital haemorrhage, back pain, autoimmune disorder, depression, weight decreased, alopecia, tooth loss, mood altered, anxiety, hypersensitivity, allergy to metals, salpingitis, pregnancy with contraceptive device and stress outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, salpingitis, stress, tooth loss, uterine perforation and weight decreased to be related to essure. The reporter commented: lot numbers721041 and 752412, medical device removal was extremely difficult. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the follow information was updated consumer's, lawyer's reporter, patient, pregnancy information, lot number, medical device removal updated to pelvic pain, chronic back pain, chronic abdominal pain, genital bleeding, device dislocation into abdominal cavity, uterine perforation, perforation of organ, allergic reaction, autoimmune disorder nos, chronic fatigue, weight decrease, hair loss, tooth loss, mood changes, anxiety, depression, nickel sensitivity, salpingitis, device breakage, stress, pregnancy with contraceptive device based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to abdominal or pelvic cavity'), fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of the other organs') and device breakage ('expects further surgery to remove the essure device') in a 41-year-old female patient who had essure (batch no. 721041, 752412) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), back pain ("chronic back pain"), autoimmune disorder ("auto-immune reactions"), hypersensitivity ("allergic reactions"), depression ("depression"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish") and fatigue ("chronic fatigue"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("expects further surgery to remove the essure device"), 6 years 2 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy") and experienced stress ("psychological stress") and headache ("headaches"). The patient was treated with surgery (essure related surgery on (B)(6) 2016, removal on (B)(6) 2017, hysteroscopy on (B)(6) 2019 and expects further surgery to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, depression, anxiety, stress and headache had not resolved, the fallopian tube perforation, uterine perforation, perforation, device breakage, complication of device removal, genital haemorrhage, autoimmune disorder, hypersensitivity, weight fluctuation, alopecia, tooth loss, mood altered and fatigue outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, complication of device removal, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Essure related surgery on (B)(6) 2016 and on (B)(6) 2017, hysteroscopy on (B)(6) 2019. She expects further surgery to remove the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: lawyer reported a second lot number: 752412. Essure indication was added: permanent birth control. Start date of events was specified. Outcome of the pain, depression and stress were added. Device dislocation, uterine perforation and perforation were serious incidents, pelvic pain (symptom) was not serious, events complication of device removal and headaches were added, events salpingitis and allergy to metals (general statement) were removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to abdominal or pelvic cavity'), fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of the other organs') and device breakage ('expects further surgery to remove the essure device') in a 41-year-old female patient who had essure (batch no. 721041, 752412) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), back pain ("chronic back pain"), autoimmune disorder ("auto-immune reactions"), hypersensitivity ("allergic reactions"), depression ("depression"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish") and fatigue ("chronic fatigue"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("expects further surgery to remove the essure device"), 6 years 2 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy") and experienced stress ("psychological stress") and headache ("headaches"). The patient was treated with surgery (essure related surgery on (B)(6) 2016, removal on (B)(6) 2017, hysteroscopy on (B)(6) 2019 and expects further surgery to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, depression, anxiety, stress and headache had not resolved, the fallopian tube perforation, uterine perforation, perforation, device breakage, complication of device removal, genital haemorrhage, autoimmune disorder, hypersensitivity, weight fluctuation, alopecia, tooth loss, mood altered and fatigue outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, complication of device removal, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Essure related surgery on (B)(6) 2016 and on (B)(6) 2017, hysteroscopy on (B)(6) 2019. She expects further surgery to remove the essure device lot number: 721041, manufacturing date: 2010-03, expiration date: 2013-03; lot number: 752412, manufacturing date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Amendment: the report was amended for the following reason: case routed to distribution by error: ccc needs to be updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to abdominal or pelvic cavity'), fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of the other organs') and device breakage ('expects further surgery to remove the essure device') in a 41-year-old female patient who had essure (batch no. 721041, 752412) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), back pain ("chronic back pain"), autoimmune disorder ("auto-immune reactions"), hypersensitivity ("allergic reactions"), depression ("depression"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish") and fatigue ("chronic fatigue"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("expects further surgery to remove the essure device"), 6 years 2 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy") and experienced stress ("psychological stress") and headache ("headaches"). The patient was treated with surgery (essure related surgery on (B)(6) 2016, removal on (B)(6) 2017, hysteroscopy on (B)(6) 2019 and expects further surgery to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, depression, anxiety, stress and headache had not resolved, the fallopian tube perforation, uterine perforation, perforation, device breakage, complication of device removal, genital haemorrhage, autoimmune disorder, hypersensitivity, weight fluctuation, alopecia, tooth loss, mood altered and fatigue outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, complication of device removal, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Essure related surgery on (B)(6) 2016 and on (B)(6) 2017, hysteroscopy on (B)(6) 2019. She expects further surgery to remove the essure device lot number: 721041, manufacturing date: 2010-03, expiration date: 2013-03; lot number: 752412, manufacturing date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 48-year-old female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. The patient was treated with surgery (essure removed, other essure related surgery/ hysteroscopy on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Amendment: the report was amended for the following reason: during an internal review it was noticed that the country of case and primary reporter should have been captured as canada. The suspect drug essure was recoded to capture the correct country. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 47-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed, hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: as per pif, more than one essure related surgery was done. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: information transferred from deletion case (B)(4)- e2b company number,all source documents and reference section were transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of the essure device to abdominal or pelvic cavity"), fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of the other organs") and device breakage ("expects further surgery to remove the essure device") in a 41 year-old female patient who had essure inserted (lot no. 721041, 752412) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("expects further surgery to remove the essure device" on (B)(6) 2017) and device ineffective ("unintended pregnancy"). The patient had a medical history of anxiety attack. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she experienced device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain/ chronic pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), back pain ("chronic back pain"), autoimmune disorder ("auto-immune reactions"), hypersensitivity ("allergic reactions"), depression ("depression"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety attacks/ her symptopms were caused by an untreated anxiety disorder") and fatigue ("tiredness"). On (B)(6) 2017 she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pregnancy with contraceptive device ("unintended pregnancy"), stress ("psychological stress"), headache ("feeling sick after getting essure"), arthralgia ("joint pain"), myalgia ("muscle pain"), general physical health deterioration ("it didnt take long she said for her health to deteriorate") and tooth fracture ("reported having problems with teeth including teeth chipping 7 lossing fillings") and was found to have thyroid hormones decreased ("her thyroid level dropped"). The patient was treated with surgery (essure related surgery on (B)(6) 2016, removal on (B)(6) 2017, hysteroscopy on (B)(6) 2019 and expects further surgery to remove the essure device). At the time of the report, the general physical health deterioration was resolving, the pregnancy with contraceptive device had resolved and the device dislocation, pelvic pain, abdominal pain, back pain, depression, anxiety, stress, headache, fatigue, arthralgia and myalgia had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, device breakage, genital haemorrhage, autoimmune disorder, hypersensitivity, weight fluctuation, alopecia, tooth loss, mood altered, thyroid hormones decreased and tooth fracture were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, general physical health deterioration, genital haemorrhage, headache, hypersensitivity, mood altered, myalgia, pelvic pain, perforation, pregnancy with contraceptive device, stress, thyroid hormones decreased, tooth fracture, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Essure related surgery on (B)(6) 2016 and on (B)(6) 2017, hysteroscopy on (B)(6) 2019. She expects further surgery to remove the essure device. She is not convinced that all of the coils were removed. Her health has improved, but there are still lingering effects. Lot number: 721041, manufacturing date: 2010-03, and expiration date: 2013-03. Lot number: 752412, manufacturing date: 2010-06, and expiration date: 2013-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-oct-2022: events joint pain , muscle pain, thyroid level dropped, tooth fracture health deteriorate were added. Event outcome updated for event tiredness. Reporter causality comment updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of the essure device to abdominal or pelvic cavity"), fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of the other organs") and device breakage ("expects further surgery to remove the essure device") in a 41 year-old female patient who had essure inserted (lot no. 721041, 752412) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("expects further surgery to remove the essure device" on (B)(6) 2017) and device ineffective ("unintended pregnancy"). The patient had a medical history of anxiety attack. On 12-nov-2010, the patient had essure inserted. In november 2010 she experienced device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain/ chronic pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), back pain ("chronic back pain"), autoimmune disorder ("auto-immune reactions"), hypersensitivity ("allergic reactions"), depression ("depression"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety attacks/ her symptopms were caused by an untreated anxiety disorder") and fatigue ("tiredness"). On 10-feb-2017 she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pregnancy with contraceptive device ("unintended pregnancy"), stress ("psychological stress"), headache ("feeling sick after getting essure"), arthralgia ("joint pain"), myalgia ("muscle pain"), general physical health deterioration ("it didnt take long she said for her health to deteriorate") and tooth fracture ("reported having problems with teeth including teeth chipping 7 lossing fillings") and was found to have thyroid hormones decreased ("her thyroid level dropped"). The patient was treated with surgery (essure related surgery on 19-sep-2016, removal on 10-feb-2017, hysteroscopy on 16-may-2019 and expects further surgery to remove the essure device). At the time of the report, the general physical health deterioration was resolving, the pregnancy with contraceptive device had resolved and the device dislocation, pelvic pain, abdominal pain, back pain, depression, anxiety, stress, headache, fatigue, arthralgia and myalgia had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, device breakage, genital haemorrhage, autoimmune disorder, hypersensitivity, weight fluctuation, alopecia, tooth loss, mood altered, thyroid hormones decreased and tooth fracture were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, general physical health deterioration, genital haemorrhage, headache, hypersensitivity, mood altered, myalgia, pelvic pain, perforation, pregnancy with contraceptive device, stress, thyroid hormones decreased, tooth fracture, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Essure related surgery on 19-sep-2016 and on 10-feb-2017, hysteroscopy on 16-may-2019. She expects further surgery to remove the essure device she is not convinced that all of the coils were removed. Her health has improved, but there are still lingering effects. Lot number: 721041 manufacturing date: 2010-03 expiration date: 2013-03 lot number: 752412 manufacturing date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-oct-2022: events joint pain , muscle pain, thyroid level dropped, tooth fracture health deteriorate were added. Event outcome updated for event tiredness. Reporter causality comment updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure device to abdominal or pelvic cavity"), fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of the other organs") and device breakage ("expects further surgery to remove the essure device") in a 41 year-old female patient who had essure inserted (lot no. 721041, 752412) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("expects further surgery to remove the essure device" on (B)(6) 2017) and device ineffective ("unintended pregnancy"). The patient had a medical history of rash, abortion, parity 1, gravida ii, hypothyroidism, loop electrosurgical excision procedure, fibroids, cyst, fibroids, uterine cervix stenosis and anxiety attack. Concurrent conditions were listed as abnormal uterine bleeding, adenomyosis, overactive bladder, hemorrhagic ovarian cyst, vaginal bleeding, vaginal discharge, coital bleeding, intermenstrual bleeding, depression, irregular periods, heart racing, sleep decreased, anxiety, pelvic discomfort and procedural pain. Concomitant products included fluconazole and ciprofloxacin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she experienced device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain/ chronic pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), back pain ("chronic back pain"), autoimmune disorder ("auto-immune reactions"), hypersensitivity ("allergic reactions"), depression ("depression"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety attacks/ her symptopms were caused by an untreated anxiety disorder") and fatigue ("tiredness"). On (B)(6) 2017 she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced pregnancy with contraceptive device ("unintended pregnancy"), stress ("psychological stress"), headache ("feeling sick after getting essure"), arthralgia ("joint pain"), myalgia ("muscle pain"), general physical health deterioration ("it didnt take long she said for her health to deteriorate") and tooth fracture ("reported having problems with teeth including teeth chipping 7 lossing fillings") and was found to have thyroid hormones decreased ("her thyroid level dropped"). The patient was treated with surgery (essure related surgery on (B)(6) 2016, removal on (B)(6) 2017, hysteroscopy on (B)(6) 2019 and expects further surgery to remove the essure device). At the time of the report, the general physical health deterioration was resolving, the pregnancy with contraceptive device had resolved and the device dislocation, pelvic pain, abdominal pain, back pain, depression, anxiety, stress, headache, fatigue, arthralgia and myalgia had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, device breakage, genital haemorrhage, autoimmune disorder, hypersensitivity, weight fluctuation, alopecia, tooth loss, mood altered, thyroid hormones decreased and tooth fracture were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, general physical health deterioration, genital haemorrhage, headache, hypersensitivity, mood altered, myalgia, pelvic pain, perforation, pregnancy with contraceptive device, stress, thyroid hormones decreased, tooth fracture, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Essure related surgery on (B)(6) 2016 and on (B)(6) 2017, hysteroscopy on (B)(6) 2019. She expects further surgery to remove the essure device she is not convinced that all of the coils were removed. Her health has improved, but there are still lingering effects. Cannulated the tube on either side and deployed the essure device leaving a total of 2 trailing coils into the endometrial cavity on her left and her right side. She tolerated the procedure well other than a little cramping. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2021: contrast is seen within a normal appearing endometrial cavity, which is deviated somewhat to the right of the pelvis. There appears io be appropriate blockage of the fallopian tubes in this patient who has had an essure hysteroscopic tubal occlusion. There is no evidence of any peritoneal spill of contrast on either side. [Pathology test] on (B)(6) 2016: clinical summary: aub w/ pelvic pain. Diagnosis: uterine curetting¿s: no endometrial tissue is present. Correlate clinically. Endocervical fragments seen. Negative for intraepithelial lesion or malignancy.; on (B)(6) 2017: nature of specimen: a) uterine curetting¿s. B) right fallopian tube. C) left fallopian tube. Gross description: right fallopian tube: the specimen consists of a fallopian tube measuring 54 mm end-to-end, up to 5 mm in diameter and 12 mm at the fimbrial end with very small paratubal cysts measuring up to 4 mm. Approximately 35 mm of an essure coil is seen at the proximal end. This is removed, left fallopian tube: the specimen consists of a fallopian tube measuring 55 mm by 5 mm centrally and up to 13 mm at the fimbrial end. The tip of an essure coil is seen. This is removed. Microscopic report: sections of the right fallopian tube show benign paratubal cysts with no other significant abnormality. In particular, no endometriosis is identified. There is some foreign body type inflammation at the proximal end consistent with the presence of the essure coil sections of the left fallopian tube show no significant abnormality. In particular, no endometriosis is identified. There is some foreign body type inflammation at the proximal end consistent with the presence of the essure coil. Diagnosis: uterine curetting¿s: insufficient tissue for diagnosis. Right fallopian tube: benign paratubal cysts; see text of report. Left fallopian tube: no significant histological abnormality [ultrasound pelvis] on (B)(6) 2015: fallopian tube occlusion devices are identified within both adnexa. There is no free fluid within the pelvis. Summary: small complex cyst within the right ovary. This remains indeterminate however may be in keeping with a benign entity. Intramural fibroid within the posterior fundus; on (B)(6) 2015: clinical history: assessment of complex pelvic mass. Summary: previous right ovarian mass is no longer seen and was most likely a hemorrhagic cyst. Currently unremarkable pelvis ultrasound lot number: 721041, manufacturing date: 2010-03, and expiration date: 2013-03. Lot number: 752412, manufacturing date: 2010-06, and expiration date: 2013-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2024: medical record received. Lab data including (surgical pathology report) are added. Medical history, concomitant drugs are added. Patient information & new reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.